Event description:
Information was received which indicated that the glucometer encore qa blood glucose system may have given low results. An individual was hospitalized for trauma due to a bicycle accident. Approximately two weeks after the accident the patient was scheduled for an open reduction of an exposed bone. In preparation for surgery, the patient's blood glucose was monitored with a blood glucose meter, a system thought to be used with the glucometer encore qa. In preparation for surgery, the hospital staff inadvertently administered excessive insulin. A separate sample was drawn and tested in the laboratory. It is unknown what the time difference was between the glucometer encore qa and the testing in the laboratory. The laboratory reported an elevated result. No specific value was given. The higher blood glucose reading was attributed to an improper sampling which may have been drawn from the glucose (IV) line. In response to the low blood glucose the hospital staff gave the patient large quantities of glucose. The patient was comatose without interruption and exhibited signs of seizure which were allegedly caused by the excessive glucose.